Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated. The UDI number is not known as the part and lot numbers were not provided the additional complications referenced will be filed under a separate medwatch report number pertaining to the clip delivery system. Article titled, "percutaneous edge-to-edge tricuspid repair in patients with systemic right ventricle".

Event description:
This is filed to report atrial perforation requiring intervention. This research article was a prospective study designed to evaluate the use of transcatheter edge-to edge repair (teer) as a safer and effective alternative to surgery in high risk patients with systemic tricuspid regurgitation (str). Complications identified in the study included positioning failure, off label use, atrial perforation, atrial flutter and unexpected medical intervention. In conclusion, percutaneous teer for str appears to be feasible, safe, and effective. Details are listed in the attached article "percutaneous edge-to-edge tricuspid repair in patients with systemic right ventricle".

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for perforation could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.